Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable investigation finding of stent failure to expand. Block h11: an ultraflex ultraflex esophageal covered stent and delivery system were received for analysis. The stent was returned partially deployed. Functional inspection found the stent was deployed with resistance and there was expansion failure. Also, the shaft was found kinked. No other damage was noted to the device. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the damages found in the device was most likely due to procedure factors such as lesion characteristics, handling of the device, and the technique used by the physician. Additionally, the expansion failure has insufficient evidence to determine whether it contributed to the event. Stent expansion rates can be negatively impacted by factors including compression, time, temperature, and humidity. Based on all available information, the investigation concluded that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted in the mid-esophagus to treat malignant stricture during an esophageal stent placement procedure performed on (B)(6)2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent failed to deploy once it was placed in the right position. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent failed to expand. Please see block h11 for the full investigation details.